Event description:
It was reported that the device alarms for no apparent reason. There is a segment failure. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 04/19/2013 to the present date 01/08/2021 and note that this device has been returned for service 3 times, 1 of which correlates to the customer reported issue or service repairs. Also, there was a production failure (B)(4) for test failure - pressure test which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device alarms for no apparent reason. There is a segment failure. No additional information was provided. There was no patient involvement.